Manufacturer narrative:
Continuation of concomitant products: 2490g13 remote monitor, implanted: na. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry with the implantable pulse generator (ipg). The patient was referred to clinic where the ipg was explanted and replaced to resolve the telemetry issue. The monitor remain in use. No patient complications have been reported as a result of this event.